Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported implant rupture. Subsequently, physician reported capsular contracture - baker grade I. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported implant rupture. Subsequently, physician reported capsular contracture - baker grade I. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.

Event description:
Physician reported implant rupture. Subsequently, physician reported capsular contracture baker grade I. Device has been explanted. This relates to the right side.